Event description:
The physician attempted arteriotomy closure with the starclose device during an unknown procedure. They physician had difficulty depressing the vessel locator button. The physician did have successful closure and hemostasis was achieved with the starclose clip. There was no patient injury reported.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.